Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they noticed that their implantable neurostimulator (ins) moved/fell down into their buttock more. It used to be further up, it bulged out and now it was under the fatty part of their butt. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.